Manufacturer narrative:
A device history record review was completed and documented that device met all specifications upon distribution. A clinical evaluation was also completed on photos taken during the event. Two monitor photos were reviewed. One photo notes a blood temp 33.7c at 7:47am. The second photo sows a core temp on hemosphere monitor 35.1c. No root cause could be identified since no product sample nor objective evidence was provided for investigation. Although an image was provided as part of this event, it is only a reference image indicating the temperature readings; however, this image does not provide evidence to conduct an investigation or determine a product/manufacturing defect. Reviews of the DHR, lot history and manufacturing mitigations revealed no indication that a manufacturing nonconformance contributed to the reported complaint. As such, based on available information, a definite root cause is unable to be determined at this time.

Event description:
It was reported that a swan ganz had inaccurate blood temperature readings compared to a bladder temp in an or room. Bladder temp was reading 35.1c while the swan was reading is 33.7c. Incident happened before the procedure. Catheter was connected to a hem. There were no patient injuries.

Manufacturer narrative:
The device was discarded after the case. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. No corrective actions will be taken at this time. However, an investigation was initiated to assess for any manufacturing related processes which could be correlated to the lot number. A supplemental report will be forthcoming when the investigation is complete. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.